Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a diagnostic procedure on (B)(6) 2015. Reportedly, the patient returned with unspecified symptoms. It was found that the proglide suture had captured the back wall of the artery. On (B)(6) 2015 the patient was re-admitted to the hospital. Balloon angioplasty was performed to re-open the right common femoral artery, via left common femoral artery access. The patient was reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause of the reported suture capturing the back wall of the artery could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information..